Manufacturer narrative:
The subject device was not returned to omsc since the user facility discarded it. However, unused 13 devices were returned for investigation. We checked the resistance between the snare loop and the plug of the handle, and activating output with ues-20, but there were no abnormalities. As the checking of the manufacturing record of the same lot, nothing abnormal detected. Therefore, omsc assumes this event might attribute to contact situation between the tissue and the snare loop, the setting of the hf device or connecting condition of the a code. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that during removal of the polyps, the current flow of the loop was interrupted with elbe hf device. The doctor exchanged for another, but he failed again. The polyp was cold removed and the slight bleeding was stopped by two clips. There was no patient injury regarding this event.